Event description:
It was reported that patient presented after receiving a vibratory alert for high, out of range high voltage lead impedance. Trending showed the impedance had been increasing. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.